Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fracture (overstress); full lead; distal conductor distorted; deformation/fracture in 5cm prox section of in inner coil. Extension problems.

Event description:
It was reported that during implant attempt, the helix would not extend at first but eventually did after about 30 rotations. However, the helix would then not retract. The device was not implanted. No patient complications have been reported as a result of this event.